Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. Data from the reported event date of 25nov2024 in the submitted controller event log file was reviewed. On (B)(6) 2024 at 21:40:30, the power cable disconnect and low voltage alarms activated while connected to the mpu due to both white and black lead voltages diminishing to ~6 ¿ 8v. This was consistent with a loss of ac power and a no external power event. The alarms cleared on their own shortly after power was restored a few seconds later. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis and remains in use. Additional information provided stated that the serial number of the unit is unknown, the unit has a v-lock connector, the ac power cord did not come loose at the wall outlet nor the back of the unit, and there was no loss of power to the house. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged and the patient was under observation. The product would not be returned.

Event description:
It was reported the patient experienced a low power voltage alarm for 30 minutes while connected to the mobile power unit (mpu) to sleep. The patient was asymptomatic during the event. The patient's log files were submitted for evaluation to confirm the equipment operated as expected. Following review of the submitted log files, it appeared there were a few transient power cable disconnect / low power hazard alarms on (B)(6) 2024 while tethered to the mpu. These alarms appeared to have been caused by power to the mpu being briefly interrupted. There was no interruption to pump support during the events. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. On (B)(6) 2024, the patient had multiple low voltage advisories and the patient's power supply voltages dropped five times during the low voltage events while connected to the mpu. The patient was asymptomatic during the alarms. Following review of the additional submitted log files, it appeared there were low power hazards on (B)(6) 2024, which were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. On (B)(6)2024, there were multiple low voltage hazard alarms recorded while the mpu was connected again. The patient was asymptomatic during the events. The hospital provided the patient with another mpu and kept the original mpu at the hospital. The patient was asked to use another mpu at home and the low voltage hazard was not recorded at that time. Following review of the additional log files, it appeared there were routine events captured, and no low voltage alarms noted; the ventricular assist device (vad) and peripheral equipment were functioning as intended. All the low voltage events occurred on the same mpu which was replaced on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log files spanned approximately 8 days (24nov2024 ¿ 26nov2024, 09dec2024 ¿ 11dec2024, and 25dec2024 ¿ 26dec2024 per time stamp). On 25nov2024 at 21:40:30, 10dec2024 at 02:24:40, and 11dec2024 at 01:56:32, 01:56:43, 02:47:29, and 02:48:21 the power cable disconnect and low voltage alarms activated while connected to the mpu due to both white and black lead voltages diminishing to ~6 ¿ 12v. This was consistent with a loss of ac power and a no external power event. The alarms cleared on their own shortly after power was restored a few seconds later. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that the serial number of the unit is unknown, the unit has a v-lock connector, the ac power cord did not come loose at the wall outlet nor the back of the unit, and there was no loss of power to the house. The mpu was exchanged on (B)(6)2025. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced a low power voltage alarm for 30 minutes while connected to the mobile power unit (mpu) to sleep. The patient was asymptomatic during the event. The patient's log files were submitted for evaluation to confirm the equipment operated as expected. Following review of the submitted log files, it appeared there were a few transient power cable disconnect / low power hazard alarms on (B)(6) 2024 while tethered to the mpu. These alarms appeared to have been caused by power to the mpu being briefly interrupted. There was no interruption to pump support during the events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.